Event description:
I noticed a dirty, old, wet rag smell from my new bottle of contact lens solution (opti-free puremoist) while I was removing, cleaning, inserting my contact lenses. I had used the contact lens solution for a couple of days before I realized that smell that I was smelling was coming from my solution. I have never smelled that smell from any contact lens solution ever before. My eyes didn't hurt or sting or feel wrong but were a little redder than usual. I discontinued use, threw away my contacts, and contacted the company's phone number listed on the bottle. They asked me to send them the remainder of the solution, which I did, along with the second unopened bottle in the box, on (B)(6) 2023. I kept a small sample of the contact lens solution in a contact lens case. I was told it would take 90-120 days before I heard back what was wrong with the solution. After hearing about the recalls for artificial tears I thought it would be best if this issue was reported to you as well. The alcon opti-free puremoist contact lens solution was purchased on (B)(6) 2022 from walmart in (B)(6). There was definitely something wrong with it. Reason for use: cleaning, removing, rinsing contact lenses.